Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-05237. It was reported the patient was seen for her postoperative visit, and the patient's lead incision site was red and irritated. The patient had a temperature of 99.2. The patient was extended for another week of oral antibiotics. Follow up identified the patient completed her antibiotics and the incision site is no longer red or irritated.